Event description:
An endurant ii aui stent graft system was implanted for the endovascular treatment of a 7.0 cm diameter abdominal aortic aneurysm. The diameter of the proximal aortic neck was 19 mm, with a length of 16 mm and an angulation of 30 degrees. Vessel tortuosity was minimal, and calcification was moderate. It was reported that the physician implanted the stent graft. Final angiography revealed a type ia endoleak. The physician ballooned the proximal neck four times, but was unable to fully resolve the endoleak. No additional clinical sequelae were reported and the patient status is unknown.

Event description:
The patient underwent a secondary procedure to resolve the type ia endoleak . The physician utilized aptus endo screws to repair the endoleak. The physician believes the endoleak was caused by calcium located at the proximal landing zone. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).